Event description:
Patient #1 had a chemosite port implanted at the hospital for chemotherapy treatment. The patient did not show signs of bruising or complain of pain. However, a follow up x-ray showed that the catheter had broken. The catheter and port were removed at another facility. The port and remaining piece of catheter were removed and retained by the hospital for evaluation. The catheter appears to have sheared about 2-5/8" from the port. The edge of the cut was straight and it does not appear like the catheter had burst. It was noted that another catheter from the same lot# had recently been removed because it had cracked. Hospital records showed that 2 additional catheters from different lots had also been removed recently due to leaking or breakage.patient #2 had the same type of chemosite port implanted in the spring of this year. After about a month, the catheter began leaking and the port was removed. Another port was implanted on the same patient. This port also began leaking and was removed.patient #3 also had the same type of port implanted. This port was removed five months later because the catheter had broken and a piece had embolized.in addition, a fourth incident was noted from a few years ago. Patient #4 had the same type of port implanted. Subsequently, the catheter broke and the port and remaining catheter had to be removed. This port had been retained by the hospital. The catheter had broken approximately 3-1/2" from the port. The edges of the break are frayed and stretched.there has been a total of four recent chemosite 9 french catheters breaking after implantation, with two from the same lot. An additional incident was noted from a few years ago.